Event description:
The clinician reports the implant was inserted on (b)(6)2026 in ADA 21. On (b)(6)2026, non-osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: Swelling. No further patient complications were reported.